Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture of the right-side device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken shell, red particles material was found on the shell, dark ring and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is a cease sharp edge broken in the side posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported a rupture of the right-side device. The device has been explanted.